Event description:
Guide wire used to locate joint capsule for arthroscopy. The guide wire broke off at approximately 3 cm from the end when the spinal needle was inserted into hip over the top of the wire. Visible under image intensification. Guide wire piece unable to be removed, as it could not be located. Patient underwent further radiological investigation post-operatively, and returned to theatre the following day for successful removal of the guide wire piece.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4)